Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17449669.

Event description:
It was reporte that the patient was experiencing inadequate pain relief and underwent an explant procedure. No further information could be obtained.